Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level with an unknown cause. Bg level read "high" on glucometer. Bg was treated by completing a supply change using insulin from a new vial, and administering bolus via pump. The customer declined to perform system check with tandem technical support.